Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle port the product was damaged before use. The following information was provided by the initial reporter: the customer's report is that the lid and base of sharps collector were found to be damaged before use.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no photos or samples were received in order to identify the root cause for the issue. According to the investigation process, it is not possible to review the records because a lot number where the defect was found was not shared. Also, a review of the ncmr¿s was performed; the result showed there were no issues reported like lids broken-damaged or base broken-damaged for the same part number throughout the last twelve months. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility.

Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle port the product was damaged before use. The following information was provided by the initial reporter: the customer's report is that the lid and base of sharps collector were found to be damaged before use.